Event description:
According to the reporter, intra-operatively, the device had an issue with the balloon, the balloon part of the trocar did not want to inflate. No patient injury. The device is expected to be returned for evaluation.